Event description:
It was reported by the company representative that the plate broke post-op. There is a revision surgery scheduled to replace the broken plate.

Manufacturer narrative:
The device was returned to the manufacturer and investigation results show that the postoperative plate fracture occurred through a bar, so the reported event could be confirmed. The (measurable) dimensions of the returned plate are in accordance with the specifications and the chemical composition conforms to the specification of ti grade 2. The macroscopic appearance points to exceeding the material strength and that is confirmed by the deterioration of the anodization layer, the changes of the surface¿s structures as well as the secondary cracks in the area of the breakage. The fracture surfaces were partially leveled due to friction with the counterpart and the non-destroyed fracture surfaces (rest) show the appearance of a forced rupture. The fractographic investigations show structures of a ductile forced rupture with secondary cracks and in addition, swinging lines of a fatigue breakage are visible. To obtain more details about the complained event and the device under complaint (e.g. Lot number, pre- and postoperative x-rays), the sales rep was contacted. The instrumentation options the surgeon did have in his set are adequate to be used to bend the plate under complaint. Related to the event in question, a review of additional documentation (x-rays) was performed. The x-ray provided was forwarded to stryker¿s senior global medical director along with the complaint information. He stated the plate has been implanted correctly. Based on the investigation and the corresponding statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue.

Manufacturer narrative:
The device has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that the plate broke post-op. There is a revision surgery scheduled to replace the broken plate.